Event description:
The customer reported that a qube bedside monitor got stuck in a boot loop while monitoring a patient. There was no patient or user harm associated with this event. The faulty device was shipped to spacelabs healthcare for depot repair. The device was received and evaluated by an equipment service center technician and the reported problem was verified. The failure was traced down to a faulty cpu pcba. The device was repaired and returned to the customer.